Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented in the clinic with an infection at the implanted device pocket site and pocket erosion. The implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, left ventricular (lv) lead, and right atrial (ra) lead were eroded. The physician explanted the entire system¿ ICD, rv lead, lv lead, and ra lead to resolve the issue. A new ICD system was replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented in the clinic with an infection at the implanted device pocket site. The physician explanted the entire system¿ implantable cardioverter-defibrillator (ICD), right ventricular lead, left ventricular lead and atrial lead due to infection. A new ICD system was replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented in the clinic with an infection at the implanted device pocket site and pocket erosion. The implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, left ventricular (lv) lead, and right atrial (ra) lead were eroded. The physician explanted the entire system¿ ICD, rv lead, lv lead, and ra lead to resolve the issue. A new ICD system was replaced. The patient was in stable condition.